Event description:
It was further reported that the lesion being treated was an 80% stenosis located in a dialysis venous anastomosis fistula. The physician used a 5f introducer sheath. The balloon detachment occurred following the intervention during balloon removal. The balloon had been inflated one time to an unk number of atms. Resistance was encountered while withdrawing hte balloon through the introducer sheath and the shaft separated proximal to the balloon. The detached portion consisted of the entire balloon (no fragments). The physician pulled out the sheath and the detached portion was retained in the sheath. The pt was asymptomatic during this event. The procedure was successfully completed with a conquest balloon. Pt status is reported as "excellent".

Event description:
It was reported that during a pta treatment procedure, the end of the ultra-thin sds balloon dilatation catheter came off in the sheath. The ultra-thin sds balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `good'.